Event description:
It was reported to boston scientific corporation on july 17, 2007 that a wallflex enteral colonic stent was used in a procedure to treat colonic stricture. According to the complaint, the initial wallflex enteral colonic stent (9 cm, lot #9412747; placed in 2007) was poorly positioned (too low), so the physician deployed a second wallflex enteral colonic stent (6 cm, lot #9371301; overlapping the first). There were no patient complications reported during the procedure or within 6 hours post-procedure, and no anomalies were detected during a post-procedure cat scan. A follow up cat scan on two days later, revealed that "the catheter of the second [stent] pass through the cells of the first [stent] during insertion." The physician removed the overlapped wallflex enteral colonic stent and deployed another wallflex enteral colonic stent. The patient presented six days later, with constipation, diarrhea, abdominal pain and bloating, and was admitted. The physician diagnosed "occlusion" (see related medwatch 6000050-2007-00095). The physician then diagnosed a perforation the following two days, though he "had no additional information on the location of the perforation" in relation to the stents. The physician noted that it might have occurred in a different portion of the bowel. Based on the information from the complaint, it is unknown if the device caused, or contributed to , the perforation. The patient died of "colo-rectal cancer-related" causes three days later. An autopsy was not performed.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available. And we are not able to determine the relationship between this device and the cause for this event. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database for similar complaints was conducted; no additional complaints have been recorded for the pertinent lot. The june 2007 15-month wallflex enteral stent product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted and the data point did not exceed the complaint alert limit.